Event description:
It was reported that the patient presented to the hospital on (B)(6) 2011 after experiencing syncope. The right ventricular lead exhibited loss of capture and high pacing impedance, after changing to unipolar the impedance was normal but the lead still exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was fractured, the damage sustained in this area is consistent with clavicular crush which could have led to the reported loss of capture and high lead impedance.